Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus high frequency resection electrode had a broken wire at the distal end. The issue was found during preparation for use for a therapeutic hysteroscopic electrosurgery. The procedure was completed with a similar device. There was no delay and no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected h8 should be ¿yes,¿ for competent authority of: nmpa. New information added to the following fields: d8, e4, h6. The device history record was unable to be reviewed for this device since the [lot/serial number/manufacturing date] was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the investigation results, the reported fault pattern is most likely attributable to wear and tear. The loop at the distal end of the electrode wears out during use and can break, burn or melt. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance for this device.